Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a follow-up in clinic, the right atrial (ra) lead was noted to be dislodged. A repositioning procedure was performed, and it was noted that the helix was no longer extended. The lead was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: d9, h3, h6. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found over-torqueing of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of a helix mechanism issue was isolated to over-torqueing of the inner coil in the connector region and the helix being clogged with blood and tissue. The reported event of lead dislodgement could not be confirmed.